Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the user claimed the blood parameter values of the unit were inaccurate when compared to an independent lab analyzer. The user did perform a gas calibration per instruction and they also did an in-vivo re-calibration after cpb had been stabilized. In spite of these measures, the unit was continued to be inaccurate as compared to the lab analyzer. They elected to mange the pt with the independent lab analyzer for the remainder of the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.